Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in the warehouse. Received a closed unit. It has been opened and checked and it is correct, corresponds to a novosyn violet 3/0 70cm and hr22 needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. (B)(4).

Event description:
Country of complaint: (B)(6). It was reported that there were two sutures inside the first pack.